Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing pain/spasms at the ins site, and that the ins would get very hot. The patient noted that it was "jabbing/sticking" them. It was also noted that the issue still occurred with the ins off, but not as much. The patient mentioned something about being bruised during the call. MRI, CT, and x-ray compatibility guidelines were reviewed. No further compilations were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the pain/spasms at the ins site, and the ins site getting hot was unknown. The rep stated that the doctor palpitated the area and said everything looked fine. No further complications were reported.